Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was loaded upside down. Surgeon injected lens and realized that with a second instrument he flipped the lens intraocularly. There was no patient harm reported. Additional information was requested, but further no information was available.